Manufacturer narrative:
(B)(4) 2014 - per berlin, the serial number provided by sorin is incorrect ((B)(4)). The serial number has been corrected and updated on this file. The explant date was also removed since this lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per (B)(4),this lead was capped due to fracture on (B)(6) 2014. There were no adverse patient effects reported. Should additional information become available, this event will be updated.